Event description:
Status post pacemaker placement for symptomatic bradycardia. Pt has a 1 x 1 cm. Full thickness wound to the left chest below the nipple in the breast fold. The wound is red, yellow and dark brown. The wound was present when the temporary pacer pads were removed. The wound is a 3rd degree burn. Recommended cleansing of the area with 0.9ns, application of silvadene cleansing of the area with 0.9ns, application of silvadene ointment, coverage with non-stick dressing and 4x4 gauze, and change dressing daily. Will require f/u after discharge from the hospital.